Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the pulmonary medicine department during insertion into the pt's subclavian vein. The user reported that the swg failed to advance through the ars, and they alleged that this caused the swg to kink. As a result, a new kit was opened and used to complete the procedure successfully. There was a delay reported, however, there was no harm to the pt. There were no complications, death, or injury reported.